Event description:
It was reported that during reprocessing a tenaculum forceps instrument, the housing was broken. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument housing had broken snaps. The broken snap was located next the yaw axes. In addition there appear to be indentations on the sides of the instrument. Failure analysis concluded it was likely the housing was opened and the broken snaps is likely due to mishandling/misuse. Additional findings were various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .042 - .225 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The luer plate is dislodged from the chassis and pushed into the backend. No sections of the surrounding chassis were broken off. Failure analysis concluded the dislodged plate was likely due to improper cleaning or other mishandling / misuse. The clamping pulley was also corroded. Inside the housing, all metallic components exhibited corrosion due to rust. Failure analysis concluded it was likely due to improper cleaning. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.